Event description:
S [situation]: travel ventilator did not deliver set 100% oxygen, only reached 38% when hooked up to the patient, b [background]: patient was being bag-valve masked in ed after intubation, when put patient on ventilator noticed fio2 [fraction inspired oxygen] was not matching set value. A [assessment]: we bag-valve masked the patient and got a new ventilator. R [recommendation]: replace travel ventilators. Manufacturer response for transport ventilator, tv100 (per site reporter).